Event description:
A report was received that during the implant procedure the physician decided to implant an ipg that had not been fully charged and was unable to test the system. In the recovery room after the ipg had been charged, the physician noticed high impedances on the lead. The physician decided to revise the lead. When the lead was explanted, there was a curve and indent between contacts 3 and 4.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 (B)(4) model description: linear st lead with preloaded enhanced stylet - 70 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.